Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, restricted posterior leaflet, and enlarged atrium. A mitraclip xtw was inserted and advanced to the left ventricle. However, the leaflet became caught in the gripper. Troubleshooting was performed, but the clip was unable to be freed from the leaflet. Therefore, the clip was deployed on both leaflets, where it was stuck. The procedure was completed with one clip implanted, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (leaflet caught in gripper). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at where it was caught. There is no indication of a product issue with respect to manufacture, design, or labeling.